Manufacturer narrative:
Additional manufacturer data:patient identifier.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. Refer to MDR 2017233-2018-00473 for investigation of item #jhjr051502j.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent an endovascular repair for left superficial femoral artery occlusion using gore® viabahn® endoprosthesis with heparin bioactive surface. At first, thrombectomy was performed with a fogarty catheter, and plain old balloon angioplasty (poba) was then performed. Two endoprostheses were deployed (lot # unk, item #jhjr051002j and jhjr051502j). The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2018 the endoprosthesis were observed to be occluded. Thrombectomy was performed with a fogarty catheter. After the re-intervention, one medication was added to the dual anti platelet therapy (dapt).